Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that spring was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alarm noted in the long trace or device history.